Event description:
It was alleged by an end user that a thermal event occurred while a bi-level positive airway pressure (bipap) device was in use. There was no harm or injury reported. The manufacturer has requested the return of the device for eval. To date, no product has been returned, and the manufacturer's investigation is ongoing. On completion of the manufacturer's investigation, a follow up report will be filed.